Event description:
It was reported that "the introducer was used with a sg catheter but it was unable to withdraw the catheter during removal. Incision was added to the insertion site and the catheter and introducer were removed. The tip of introducer was found deformed/flipped after removal and the customer considered that the deformation was the cause of removal difficulty." There were no patient complications reported.

Manufacturer narrative:
One ava hf catheter with a 777hf8 swan-ganz catheter inserted through the valve and extending out the end of the ava sheath was returned for evaluation. A contamination shield was also returned attached to the ava and swan catheter. Examination of the ava catheter found several kinks / folds in the sheath next to the backform area. This indicates the sheath was bent to an extreme angle. The swan-ganz catheter was removed from the ava catheter. The ava valve and internal components were found to be in good condition. All through lumens were found to be patent and did not leak. Visual examination was performed with the unaided eyes. The lot number was not provided; therefore, a device history record review could not be performed. Though we have confirmed damage to the ava hf catheter exists, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that patient factors such as complex anatomy or site mobility may have contributed to the event. No actions will be taken at this time.